Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain and chronic low back pain. It was noted that the pump was used to deliver morphine at an unknown concentration and dose previously. It was reported on (B)(4) 2017 that the patient heard an alarm in the past for a low reservoir when they ¿didn¿t have it regulated¿ yet. The date of the event was 2012. It was noted that the patient was injured in 2002 and was diagnosed with multiple sclerosis/brain damage that caused the patient to forget ¿words and things¿ in 2006. No symptoms or complications were reported or anticipated.